Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was discarded by the facility.